Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants secondary to deflation of left breast implant following a motor vehicle accident that occurred in july, 2004. The car airbag did inflate at the time of the accident. The pt noted over the next two months that the left implant deflated. These implants had been placed in 1999.

Event description:
Implants were discarded in the or per pt's authorization.